Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer commented that the temperature out of range please turn off a control mode in an arctic sun device. Switched it on and this was what has come up. Error 74 (non-recoverable system error) indicates shorted thermistor outlet monitor temperature (t1) and outlet control temperature (t2), device must be returned to depot for tank harness replacement.

Event description:
It was reported that the customer commented that the temperature out of range please turn off a control mode in an arctic sun device. Switched it on and this was what has come up. Error 74 (non recoverable system error) indicates shorted thermistor outlet monitor temperature (t1) and outlet control temperature (t2), device must be returned to depot for tank harness replacement.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported event. An investigation was not completed as the event has been found to be a duplicate. Correction: d. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.